Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred on (B)(6)2011. Time not reported. Pt reported using the prodigy meter and receiving a reading of 88 mg/dl but felt groggy. Medics were called and their meter read 32 mg/dl. IV was administered and pt was taken to the ER. Total time in ER was 3 hours. Pdc sent replacement and return envelope so meter could be tested.

Manufacturer narrative:
Other than ink leakage at top right of screen, no failures were detected. Results came in range.